Manufacturer narrative:
The insulin pump was received with blank display due to electronic assembly damaged by moisture. The motor and vibrator motor assemblies had corrosion damage. It was unable to verify button keypad anomaly due to blank display anomaly. Devise had cracked case at display window corners and display window and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was submerged in the ocean. Customer stated that the buttons were not responding and the insulin pump was alarming but he could not recall the alarm. The alarm history could not be checked due to the keypad anomaly. The customer removed the battery and dried the device and stated that it did not turn on. . Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.